Event description:
While doing a cataract surgery the cartridge d lens holder cracked at the tip while inserting the alcon lens. Both cartridge and lens used are made by alcon. No complication and surgeon was able to use intraocular lens.